Event description:
It was reported patient underwent total hip arthroplasty on an unknown date. Subsequent, patient underwent a revision procedure of competitor devices on (B)(6) 2014. During the procedure, the screwdriver tip fractured in the proximal femoral trial. As a result, there was a delay of greater than thirty (30) minutes in the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Product is being returned to manufacturer, but has not yet been received. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
This follow-up report is being filed to relay product identification, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformances.